Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found worn pinch tubing at pinch valve vl2 (pv2) and replaced tubing to resolve the leak. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The instrument was leaking diluent, and the leak was not contained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.